Manufacturer narrative:
The device, intended for use in treatment, was not returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Functional evaluation of the navio handpiece was completed on tr1025, rev b. (Drill guide support material change handpiece reliability test report). The evaluation was performed on an equivalent device. It was found that there were no problems identified. The observed results met the expected results for all test steps. The navio software locked up completely on one occasion during the testing of each handpiece. In both instances, it became necessary to perform a reboot of the computer creating a pair of system logs for each handpiece test. A relationship between the device and the reported event could not be established. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the drill guide support was aluminum.

Event description:
It was reported that the drill with long attachment and bur did not fit into the handpiece. The equipment was disassembled and it was attempted to push the long attachment the through shaft opening of the handpiece, but were unsuccessful. The handpiece seems to be bent.